Manufacturer narrative:
The evaluation is currently underway. A follow-up report will be initiated when the evaluation is complete.

Event description:
Pump said it was infusing when it is not. Incident occurred on (B)(6) 2011; occurred in labor/delivery department. No patient injury reported. No extraordinary circumstances were occurring/standard infusion. While in use on patient, pump began making a shrill beeping noise. The display showed that the pump was still infusing, but it was not. Facility took the tubing out of the pump and the device still showed that it was infusing. Also, biomed dept could not turn pump off. Infusion completed with another device. Rate/volume to be delivered is unknown. Tubing has been disposed.